Event description:
The customer reported that an adult star ventilator had gone into a vent inop e103 condition while on a pt. The pt had been on the ventilator for approx 3 days in a deteriorating condition. At the time the pt was being ventilated on 100% oxygen. The therapist had just completed a vent check and a nurse was nearby. The pt was resuscitated and placed on another ventilator immediately. The pt expired approx. 30 minutes after the malfunction. At the time of this filing, the customer was not sure if the event contributed to the pt death. The ventilator was inspected by the customer's biomedical engineer and by a nellcor puritan bennett service representative. The reported malfunction could not be duplicated.